Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was a crack on the connector. There was unknown patient involvement and unknown patient harm. Investigation was completed on 05/15/2025. No crack was noted to be found however there was a separation of the tubing from the y-clave.

Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. The tubing was separated from the y-clave. The bond area was examined under uv light and the uv marker showed gaps in solvent coverage. The tubing and bond pocket were measured and found to meet design specifications. The reported complaint of crack on connector cannot be confirmed, however as received there is tubing separation from the y clave. The probable cause of the separated tubing is due to insufficient solvent applied during manual assembly. A DHR lot # and relevant commodities were reviewed; the following discrepancy was identified: exception type: ncmr. Document ID#: (B)(4). Lot #: 13857689. Discrepancy: "02/05/2024, shift a1. Mqa inspector found damage inside of y-leg at junction. Lot # 13857689, p/n: r1-3345, connector, y-spike, 2 window, .132 mold: 4354, press: 37, cavity: 30, qty: 47,500. Per qp00-00033: 2.1 functionally critical attribute: a property of a component or device whose non-conformance would reasonably be expected to cause a performance failure in the end product. Bracketing complete and totes 137-155 have been quarantined." E1 initial reporter phone number: (B)(6).